Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Unique device identifier (UDI): (B)(4). The device was not returned for analysis. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat an eccentric de novo lesion located in an unknown superficial femoral artery that was non-tortuous, heavily calcified and 99% stenosed. The high torque command guide wire was advanced to the lesion. A non-abbott balloon dilatation catheter (bdc) was advanced and the lesion was dilated. When an attempt was made to remove the bdc both devices became stuck together and were removed as one unit from the anatomy. The balloon was confirmed to be fully deflated prior to attempted removal. The procedure was continued using a non-abbott guide wire. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.